Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the customer reported an over temperature alarm at the 38 degree setting. The unit was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) was unable to duplicate the issue at the site. He replaced the thermostat. It was returned for evaluation. There were no visible signs of damage. The thermostat was placed into a test circuit where it failed to close as it should at 38 and at 42 degrees celsius. The suspect cause of the failure has been determined to be a component failure. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.